Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It reported that the patient present for revision of the right ventricular lead due to impedance measurements exceeding the upper limit. The lead was explanted and replaced. The patient was discharged in stable condition.